Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient not crossing over. The technical support specialist (tss) verified the issue on the es server and ran the patient information query. Investigation showed the latest update message for the patient was received with the transfer from the old unit instead of the new unit, indicating an adt message routing discrepancy. Captured screenshots of the message details and advised the user to provide them to the admit discharge transfer (adt) team for further review. User requested closure of the case afterward. The system functioned as intended after the technical support specialist (tss) troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient not crossing over. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.